Event description:
Co's rep is reporting that during ankle surgery the distal portion of 2 flexible side effect electrodes broke off into the pt. Both were retrieved and the case was concluded without electrodes successfully without further incident or harm to the pt. (See 1221934-2005-00173 also)